Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that he was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.